Event description:
FDA issued recall: (B)(4). It was reported to us a presence of a crack on dialysis arterial blood line connector noted at the start of treatment, no air noted in the extracorporeal circuit. Blood returned through the venous line without problem. Defective dialysis arterial blood line placed inside the red bag and was given to lead technician, to submit a product complaint for investigation. The lot listed below was not mentioned in the FDA recall: manufacturer: b braun medical inc. Model: streamline airless system set: lot: 62011828, equipment inventory number (ee/mx):ref: sl-2010m2096a, propose FDA add to the recall. Manufacturer response for b braun medical inc., b braun medical inc. (Per site reporter). Vendor offered to replace defective products from this lot.